Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer stated that the buttons were harder to push. Customer stated that the insulin pump had motor error alarm. Customer stated that the insulin pump had no delivery alarms. Insulin pump rejecting new batteries. Insulin pump had grinding noise during rewinding. Insulin pump screen was foggy and it was hard to read. Customer stated that there was crack at battery case. The insulin pump will not be returned for analysis.